Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-3671 fibertak biceps implant experienced an issue during use. The driver shaft/inserter broke inside the patient during the procedure. No additional information was provided. Additional information was received on 20-mar-2026: during a distal biceps procedure, the ar-3671 driver shaft/inserter broke at the time of anchor insertion. The tip of the inserter fractured, creating a 1-inch fragment. The fragment was retrieved from the patient. The initial anchor was left in place and used to complete the procedure. The event resulted in an approximate 5-minute surgical delay, and the patient required an additional 5 minutes of anesthesia time. No adverse effects were reported.